Manufacturer narrative:
The device was not received for evaluation however, photos were provided for evaluation. The visual inspection of the provided pictures showed that the return screwed connector was cracked. The reported condition was verified. The most probable cause identified is that a shock occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 set c, an external fluid leak was observed from the return line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.